Event description:
It was reported that predilatation was performed prior to the attempt to stent. The lesion was in the mid circumflex that was heavily calcified, heavily tortuous with a 90% stenosis. Resistance was felt during advancement of the stent delivery system (sds) in the patient due to the vessel characteristics. During the attempt to cross the proximal shaft of the device separated and the sds was removed from the patient without issue. An attempt was made to cross the lesion with a 2.5x28 mm xience v; however, it failed to cross. Additional predilatation was performed and a new 2.5x28 mm xience v sds was able to cross and be deployed successfully to treat the patient. There was no clinically significant delay in the procedure. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the xience stent delivery system (sds) noted blood visible on the shaft, stent implant and balloon and in the guide wire lumen and contrast on the shaft, consistent with handling and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The hypotube had separated 20.5 centimeters distal to the strain relief tubing, confirming the reported separation. The fracture faces were ovaled as if kinked prior to separation. The hypotube jacket was stretched and separated at the same location. There were kinks in the hypotube 1.2 and 3 centimeters proximal to the separation and 1.2 and 2.3 centimeters distal to the separation. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. The patient anatomy was heavily tortuous and calcified which likely contributed to the reported difficulties as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that as resistance was encountered during advancement of the sds, the hypotube was manipulated such that the hypotube kinked and ultimately separated. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for hypotube separations for this lot. There is no indication of a product quality deficiency.